Event description:
On (B)(6) 2012, synergeyes received a complaint that a pt experienced corneal erosion.

Manufacturer narrative:
The physician stated that this was a new pt and that the corneal erosion was present on both eyes (ring marks on the cornea). Pt had a reaction to the lotemax prescribed by the md for the corneal erosion. After two (2) - three (3) weeks of not wearing the lenses, the od corneal erosion resolved on its own. At the last examination (week of (B)(6) 2012), the os corneal erosion remains. The ophthalmologist stated that the os corneal erosion could be related to dry eyes or another eye condition. The inspection of the returned lenses determined that the lenses met all of the specifications. However, the etiology is not clear, but more-than-likely the corneal erosion was due to poor fitting of the lenses. Evaluation method: parameters inspected (base curve and power). Evaluation result: product met specification.